Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt lethargic and tired. It was reported that the patient felt like their implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt lethargic and tired. It was reported that the patient felt like their implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.